Event description:
Caller reported an error with their continuous glucose monitoring (cgm) device, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure and assisted the caller through it, after which the error did not reoccur, and the caller successfully started their sensor session.